Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch connection failed. The wireless connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. The philips filed service engineer (fse) identified that the base station led indicator was in the error mode and the wfs showed the solid red indicator. To resolve the issue, the fse replaced wi-fi footswitch upgrade kit. Philips has initiated a field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch had no connection after implementing the fco. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.